Event description:
Customer hospitalized due to low blood glucose, blank screen. Customer stated that they shower while wearing pump. Explained to customer that pump should not be submerged. Advised customer to discountinue using pump-sending replacement. Customer replaced battery after troubleshooting and customers screen blanked again.